Event description:
Patient status post revision of fusion and experienced late operative site pain. X-ray showed screw as prominent and click 'x locking caps noted to be loose at the lower portion of the construct. The dual opening uss system and click 'x monoaxial system construct was removed as patient had fused at t4-l1. This is one (1) of two (2) reports submitted on this event.

Manufacturer narrative:
Additional information has been requested. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.